Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site's clinical service representative (csr) and confirmed that the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the arm moved freely with uncontrolled motions. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 4 was drifting. The customer stated that during deploy for docking and while placing ports arm 4 was drifting. The intuitive tech support engineer (tse) asked what color the light emitting diode (led) was on arm 4 during drifting. The customer was not sure but thought it was blue. The tse reviewed the live logs and found no relevant errors. The customer continued with the case as the issue did not reoccur. The tse recommended the customer to call back for further troubleshooting if the issue returned. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.